Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen appeared "dim" when the wake button was depressed. Reportedly, the customer was able to lock and then unlock the screen, and the touchscreen appeared as expected. Customer's blood glucose level was not impacted.